Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a follow up report will be submitted.

Event description:
Received information stating customer received an altitude alarm after wearing the pump to swim practice. There was no reported implant to customer blood glucose level.